Event description:
It was reported that patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, surgical intervention was performed and a crack in the right cylinder connecting tube was identified. The ipp pump was replaced. There were no patient complications reported.